Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient was scheduled for lead revision next month. This lead remains in service. No adverse patient effects were reported.